Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found haptic torn and bent and clear surgical residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. No code available (secondary surgery, lens exchange) no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.5 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports refractive change over time. The cause of the event is reported as unknown. On (B)(6) 2018 the lens was exchanged with a same size, different model lens.the problem is resolved.